Event description:
A nurse had contacted baxter corporate surveillance regarding a baxter 250ml intravia container where the IV tubing would not disconnect when the nurse tried to change the bag after a phenylephrine or fentanyl infusion (the reporter did not specify which drug was used during this event). The customer stated that they had difficulty separating the spike from the solution bag. The customer stated that they had to switch out the whole set up for a patient because they could not get the spike out of the bag. No additional patient outcome is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection did not confirm the customer reported condition, nor could a cause be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.